Event description:
The customer reported that while running a hepatitis c virus assay, summit sample handler did not pipette the correct amount of reagent in row d and did not give an error message. An ortho field service engineer was dispatched, however while on site could not duplicate the error. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-01697-04.